Manufacturer narrative:
There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date (B)(6)2022 in the formatted history file.  Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Prime/fill anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S.w version 4.11e. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged prime/fill anomaly, high bgs/low bgs and was hospitalized due to seizure found on (B)(6) 2023. On (B)(4), svn#: (B)(6) customer returned pump for an alleged high bgs and no delivery alarm/insulin flow blocked alarm found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. The pump primed properly. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 27-mar-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 27-mar-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 50.2; dailytotalofbasalinsulindelivered = 23.8; dailytotalofbolusinsulindelivered = 26.4; (B)(6)2023 07:52:20.000 normalbolusdelivered; bolusprogrammingmethod = bolus wizard; normalbolusamountprogrammed = 7.4; bolusamountdelivered = 7.4; (B)(6)2023 12:26:48.000 normalbolusdelivered; bolusprogrammingmethod = bolus wizard; normalbolusamountprogrammed = 9; bolusamountdelivered = 9; (B)(6)2023 18:40:28.000 normalbolusdelivered; bolusprogrammingmethod = bolus wizard; normalbolusamountprogrammed = 10; bolusamountdelivered = 10. There were no unexpected pump errors/alarms noted 1 week prior to the event date 27-mar-2023 in the formatted history file. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6)2022 to (B)(6)2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 18-may-2022. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date 18-may-2022 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Prime/fill anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer had a seizure and went to the hospital as well.

Event description:
Information received by medtronic indicated that the customer had seizure and reported prime/fill anomaly. Troubleshooting was performed and the issue was not resolved. Customer declined to perform troubleshooting for hyperglycemia and hypoglycemia. Customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.